Event description:
The customer reported being hospitalized for low blood glucose. The blood glucose reading at time of call was 368mg/dl. The customer stated that her fixed prime was set to 9.0 units instead of 0.5 units. The customer stated that she is not aware of how it was set to that amount. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.